Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had chronic high threshold. The physician suspected insulation breach. The lead was capped and replaced on (B)(6) 2018. The patient was fine and was discharged after the procedure.

Event description:
New information received noted that the lead exhibited noise.

Event description:
New information received on (B)(4) 2019 noted that the patient presented in clinic on (B)(6) 2018 and the lead exhibited no capture, loss of sensing, and low in-range impedance.